Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter would power off during use. This complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred around 2 weeks prior to the alert date of (B)(6) 2018. The patient manages their diabetes by self-adjusting their lantus and novolog insulin dosages and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that an unspecified period of time after the alleged product issue occurred they developed the symptom of ¿shaky¿; however, did not require any form of treatment as a result of this symptom. At the time of troubleshooting the cca noted that there was no misuse of the product and this was not the first time the product had been used. The patient¿s product(s) were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.